Manufacturer narrative:
Physio-control advised that the customer remove the device from service and replace the device as there are no repair options available. The customer has not returned the device to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak) and would no longer power on. There was no patient use associated with the reported issue.